Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature monitor value fluctuated during normothermia in an arctic sun device. Per review of wo on 22nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 22nov2024, the device would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the fluid delivery line. The device was evaluated upon receipt. The device was evaluated upon receipt. Pt1 was fluctuating. Leak from the fdl. The pressure was approximately 4.5 to -5.0 due to air leak. Replaced entire fdl. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under are found to be adequate. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature monitor value fluctuated during normothermia in an arctic sun device. Per review of wo on 22nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 22nov2024, the device would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation. There was no impact to the patient. Per sample evaluation results received via task on 05may2025, it was reported that there was a leak from the fluid delivery line (fdl).